Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 8/13/2014 - medical records received. Upon revision, a small amount of brown fluid was noted. The information received does not change the MDR decision. This complaint was updated on: 09/03/2014.

Event description:
Litigation papers allege the pt has elevated, if not toxic, levels of cobalt and chromium metal ions in his bloodstream.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.